Event description:
It was reported that perforation, pericardial effusion, and thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The was not initially deep seated but moved forward as the device was inserted. Prior to deployment, the device and sheath system was moved proximally and straightened. The sheath position was checked by transesophageal echocardiogram to confirm suitable deployment and lack of effusion. The device was deployed at the laa ostium and simultaneously, a drop in blood pressure was noted. Perforation was noted at the distal end of the laa and effusion was immediately confirmed via tee. A pericardiocentesis was performed and a minimum of 1.5l of fluid was removed with autotransfusion back to the patient. Compression and leak was confirmed by tee and the device was released off the core wire and the system was removed. Thrombus was noted in the left atrium post pericardiocentesis and device release. The patient received a transfusion and was moved to the operating room. The patient was put on bypass and received a left lateral thoracotomy where a 5mm hole was found in the laa and was sutured. The device remained implanted and thrombus was no longer in the left atrium post procedure. It was unknown if the thrombus was removed by the bypass machine or if it traveled outside of the heart. The patient remains hospitalized and is hemodynamically stable. Additionally, the patient is being monitored for any neurological issues.